Event description:
Additional information received from reporter on 12/24/2025 for report mw5181114. Dexcom g6 sensor inaccuracy: 8:28am g6 reading 131, finger stick reading is 105! That is a mard of 24.8%.

Event description:
Dexcom g6 sensor inaccuracy: 8:25am g6 reading 105, finger stick reading is 71. That is a mard of 47.9%. No wonder I was so tired, people probably just never wake up because dexcom told them their blood sugar was perfectly fine! How many people are dying because of this (profanity)! Hold these (profanity) profit before people accountable!